Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that was the second occurrence of off no power without a low battery warning. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that the drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No unexpected off no power were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).